Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Prior to the procedure, the catheter was allegedly broken. There was no patient contact.

Event description:
On (B)(6) 2026, a patient prepped for a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Prior to the procedure, the catheter was allegedly broken. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of a glidepath hemodialysis catheter noted on an unsealed product tray. However no visible break or cracks were noted on the catheter. Therefore, the investigation is inconclusive for the reported fracture and material separation as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.